Event description:
It was reported that the tlif fully moved back severely compressing the emerging root, due to fact that the screw inner was fully released from the left l4 screw.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: upon visual inspection of the returned devices, the tip of the screw was found to be deformed, screw head was found to have multiple indentations, slight deformation around the screw head and an unknown residue was observed. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the possible root cause is multifactorial in this situation.

Event description:
It was reported that the tlif fully moved back severely compressing the emerging root, due to fact that the screw inner was fully released from the left l4 screw.